Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the orange instrument tracker was bent. There was no patient involvement.

Manufacturer narrative:
H6) one of the two side tabs on the returned track was broken off at the tip. The other tab was sticking. The tracker also had deep nicks in the sides of the tracker. Otherwise, with markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.